Event description:
This report captures the intra-op events, wherein an unknown screw broke off during removal, while related complaint (B)(4) will capture the post-op events, wherein a removal procedure was performed due to pseudoarthrosis. Concomitant devices reported: femoral neck screw for tfn (part # 04.032.110s, lot # h318684, quantity 1), titanium cannulated trochanteric fixation nail (part # 456.314, lot # h330070, quantity 1). This report is for one (1) 4.9mm ti locking bolt 40mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: jdw, jds, jdn, hsb. A device history record (DHR) review was conducted: part: 459.400 . Lot: 5941577 . Manufacturing site: salzburg. Release to warehouse date: 12.jan.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a removal procedure on (B)(6) 2018, an unknown screw was broke. Initially the patient had device implantation on (B)(6) 2017 due to a trochanteric breakage. There was a surgical delay of unknown minutes reported. Patient status and surgical outcome were unknown. Concomitant device reported: unknown blade (part # unknown, lot # unknown, quantity 1), titanium cannulated trochanteric fixation nail (part # 456.314, lot # h330070, quantity 1). This complaint involves one (1) device.